Event description:
It was reported that pump malfunction message appeared, with malfunction 199 in tandem source and malfunction code 16 on pump, and no notable events occurred before issue. There was no reported impact to customer¿s blood glucose level. Customer was assisted with pump reset, malfunction code recurred after reset, and no additional corrective action documented.